Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation auto CPAP device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center the device was visually inspected, and evidence of foam degradation was found. Additionally, ds log not retrievable due to error 7050, the error occurred while attempting to initialize the com port. Error code 7050 indicates an internal fault related to either the blower motor or the main pc board. In addition, the device was scrapped by the service center after the evaluation was completed.